Manufacturer narrative:
Included ni for other relevant history to indicate no information available.

Event description:
(B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.